Event description:
Reporter indicated that a vns pt was currently in "a mixed state" that is not above pre-vns baseline levels. The mixed state does include episodic mania. The reporter believes the mixed state is due to the vns and the pt's disease process. The pt remains on vns therapy and the reporter will continue to monitor the mixed state and mania for improvement.